Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high red blood cell (rbc) and platelet (plt) results generated by the coulter lh 750 analyzer. The instrument printouts were not provided. The results were not reported out of the lab. Based on available information, there was effect on patient treatment.

Manufacturer narrative:
The specimen was collected in a 5ml bd vacutainer tube and sampled within 1 hour of collection. Qc was performed before and after the event and results obtained were within acceptable ranges. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm), replaced tubing and verified the instrument operation. The root cause for this event is unknown.